Manufacturer narrative:
A ge rep evaluated the system and placed the interconnect cable on order. No conclusion can be drawn as repair info is not available.

Event description:
It was reported that the interconnect cable was faulty, causing a loss of the live image. There is no report of pt injury or death.